Event description:
The customer reported that the system displayed an image corrupted error message and when it was rebooted it displayed a data corrupted error message and would not complete the reboot process. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The 7.0.46 software was reloaded. The system was tested and found to be working as intended and put back into service.